Event description:
Per the clinic, the device was electively explanted on (B)(6) 2024 due to patient perceiving beeping sound/tinnitus and facial nerve stimulation. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on june 24, 2024.